Event description:
It was reported that during a routine device check, the pulse generator was unable to be interrogated. The device was explanted and replaced. The patients condition was fine post procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found an integrated circuit anomaly, which resulted in a high current drain.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.